Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and an unknown mesh was implanted. The patient underwent another gynecological procedure on (B)(6) 2008 and mini-arc single incision sling was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and an unknown mesh was implanted due to stress urinary infection and stress urinary incontinence. It was reported that the patient had the concurrent procedure of implantation of a mini-arc single incision sling during mesh implantation. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, dyspareunia, partner scratched and hurt during sex and vaginal scarring. It was reported that patient underwent the procedure of implantation of aris transobturator sling on 11/20/2008. It was reported that the patient underwent a hysterectomy on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). This medwatch report #2210968-2013-22629 is being voided. Upon review of medical records, the patient did not have an ethicon product implanted. Therefore, this is not an ethicon complaint.